Event description:
Predilated with a crossail and the lesion failed to yield. Predilated with another crossail and the lesion fialed to yield again. Went to the lesion with cutting balloonand the balloonwould not inflate completely. Physician went negative twice and the balloon still would not infalte completely. Upon withdrawal, the cutting balloon would not come back. Everyting was withdrawn and the cutting balloon came back. Physician had concern that part of the cutting balloon may be missing and remained in the pt. The came ws completed with a stent. The pt is reported as "ok".